Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/31/2024, it was reported by an arthrex subsidiary employee via sems-06698648 that an ar-6060-90 suturesnare was difficult to push out from the beginning, and after inserting and moving it three times, the tip of the wire broke. The surgeon tried to retrieve the broken tip, but unable to find it, so he gave up and left it inside the patient. This was discovered during a case. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.